Event description:
It was reported that a 53-year-old caucasian female patient underwent primary breast augmentation with 400 cc mentor memorygel breast implant on both sides and left side breast implant rupture was found during bilateral replacement surgery with catalog number 3502501bc; serial number (B)(6) on the left side, and with catalog number 3502501bc; serial number (B)(6) on the right side on (B)(6) 2024. On november 26, 2024, the mentor failure analysis lab received both the device for evaluation and were both found damaged. Hence, this report was created and is being submitted for the second rented device for which no issue was reported as malfunction.

Manufacturer narrative:
On december 2, 2024, device evaluation was completed as follows: device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400 cc breast implant was found to be ruptured, received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture found was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: na. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).